Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate.(B)(4). As lot #: 17070273m was provided, the device history record(s) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4)

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4)

Manufacturer narrative:
(B)(4) it was reported that a (B)(6) female patient, underwent an idiopathic ventricular tachycardia procedure with a thermocool smarttouch uni-directional navigation catheter and suffered cardiac tamponade which required pericardiocentesis and overnight hospitalization for observation. The bwi failure analysis lab received the device for evaluation. The returned device was visually inspected upon receipt and it was found in normal conditions. Per the event, the catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. Furthermore, an irrigation test was performed and the catheter passed, no occlusion was observed. The catheter was also evaluated for carto 3. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. Finally, a deflection test was performed and the catheter passed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the tamponade remains unknown. The IFU states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.

Event description:
It was reported that a (B)(6) female patient, underwent an idiopathic ventricular tachycardia procedure with a thermocool® smarttouch® uni-directional navigation catheter and suffered cardiac tamponade which required pericardiocentesis and overnight hospitalization for observation. It was noted that this patient had two previous ablations for atrial flutter and atrioventricular nodal reentrant tachycardia that may have contributed to this event. The procedure was halted. The patient was reported to be in stable condition at the time the complaint was reported. The physician was not sure of the cause of the adverse event. Settings during the event include: force settings were 5 to 30 grams with a max of 40, the contact force during mapping was greater than 60 grams, power mode at 40 watts and irrigation flow setting of 30 ml/min. IFU states if an excursion greater than 50 grams of contact force is applied these excursions may possibly result in more primary adverse event and tamponades.